Manufacturer narrative:
MDR 3003442380-2024-02914- device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set cannula bent events on (B)(6) 2024. The events occurred after 3 hours of insertion. Patient was having thirst or dry mouth, frequent urination, weakness or fatigue symptoms. The insertion site was at abdomen. The blood glucose level was 600 mg/dl at the time of event and the patient addressed the issue by treating himself with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.